Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, pneumoperitoneum leak occurred. The surgeon and the sales rep confirmed that the seal of the device was damaged. According to the surgeon, he/she was using the device in the usual manner. The surgical time was extended by less than 30 minutes. Patient status is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the obturator were not received. The cannula, trocar and envelope seals appeared intact. The circular seals were cut. Pmv performed functional testing, the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, pneumoperitoneum leak occurred. The surgeon and the sales rep confirmed that the seal of the device was damaged. According to the surgeon, he/she was using the device in the usual manner. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. Patient status is unknown.